Manufacturer narrative:
Additional: it has since been reported that the patient was administered oral antibiotics (date not reported). This report is submitted on march 20, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist it was reported that the patient experienced an infection and a loss of osseointegration of the device. Subsequently, the device was removed on (B)(6) 2018.